Manufacturer narrative:
The suspect part was reviewed on 09/12/07. The device was returned in a generic plastic zip-lock bag with no other supporting documentation. Upon review, the device exhibited damage to the cannula, presumably due to the extraction from the patient. The handle and cannula were still intact, and the retention force still seemed good. The handle itself appeared to have flex in regard to the cannula. This device malfunction could have resulted from over-torque during the procedure. All records for lot # 106080 have been reviewed. The fn and complaint log database show no other types of failure for this condition. We will continue to monitor any future incoming complaints for any failures of this type.

Event description:
Customer reported that the handle of the biopsy device dislodged during a bone marrow biopsy procedure. An ortho surgeon was called in to remove the needle. Removal of the needle was reported to be a two-hour procedure. No additional injuries occurred to the patient.